Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 96 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, crack on the reservoir tube lip, scratches on the reservoir tube window and crack on the belt clip slot.